Manufacturer narrative:
H3, h6: it was reported that the locking mechanism between handle and broach is loose. The fault in device was noticed during use. The procedure was completed with the same device. A delay of 30 min or less and no patient harm was reported. The complaint device, used in treatment, was returned for investigation. A visual inspection was performed. The device shows very limited signs of use and no damage is observed on the connector site to the broach. Furthermore, the instrument was tested with a gauge whereby no deviation was detected. One additional complaint was reported for batch a57744. However, this complaint has another reported failure mode as the complained device. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure. Based on the performed investigations, the reported failure mode could be confirmed. Previous investigations demonstrated that under specific circumstances the double offset adapter 80/45 may disconnect from the rasp during backslapping. An optimized design of the device has been released in order to reduce the occurrence of this issue. This version of the device will be monitored for similar issues. Should additional information become available, this complaint will be reassessed. This investigation is considered closed.

Manufacturer narrative:
Complaint: case-(B)(4).

Event description:
It was reported that the locking mechanism between handle and broach is loosening. Fault in device was noticed during use. The procedure was completed with the same device. A delay of 30 min or less was reported. No patient harm was reported.